Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.2, reference: 17, mean: 1.95, confidence limits: 1.3-2.7. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, pt is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Antibiotic use cannot be ruled out as a contributor to pt's unexpected inr results. Strip lot info was not provided by the customer. Complaint issue will be subject to future tracking. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.2, lab: 1.7. Time between tests: 3 hrs. Pt's therapeutic range: not provided.